Event description:
It was reported that 16 patients (out of approximately 100 total patients) with end stage renal disease (esrd) on hemodialysis for renal replacement therapy (rrt) using the nikkiso machine (not a fresenius product) experienced allergic/hypersensitivity like reactions while transitioning from an elisio 25h dialyzer to a fx coral 100 dialyzer. It was reported the serious adverse events occurred over a four-week period, during which the same batch of dialyzers were utilized. Despite the serious adverse events occurring during treatment, it was reported no treatment ¿parameters¿ were altered (specifics not provided) due to the serious adverse events. However, each patient was reportedly treated with volume repletion (solution not provided). Subsequent attempts to obtain additional information (e.g., timeline of events, patient demographics, treatment records, medication records, hospital records) were unsuccessful. This will capture the 15th of the 16 total occurrences reported.

Manufacturer narrative:
Correction provided in b2. Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. Therefore, it is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. Batch record investigation showed the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Especially the rinsing and sterilization parameters have been checked and no deviations from the specification were found. The cause for the failure reported cannot be confirmed based on the current available information.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between hd therapy utilizing an fx coral 100 dialyzer, and the serious adverse events of a suspected allergic/hypersensitivity reaction, characterized by headache, nausea, vomiting and trembling, which required volume repletion. The definitive etiology/cause of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, despite the occurrence of these serious adverse events during treatment, it was reported there were no alterations to any of the patients¿ treatment parameters. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the fx coral 100 dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defects were reported, the serious adverse events occurred while the patients were undergoing hd therapy utilizing the fx coral 100 dialyzer. Given the symptoms were indicative of an allergic/hypersensitivity reactions, the lack of clinical documentation (e.g., treatment records, medication records, hospital records), and no sample of the suspect products for manufacturer evaluation, this clinical investigation cannot disassociate the fx coral 100 dialyzer from having a possible causal or contributory role in the serious adverse events.

Event description:
It was reported that 16 patients (out of approximately 100 total patients) with end stage renal disease (esrd) on hemodialysis for renal replacement therapy (rrt) using the nikkiso machine (not a fresenius product) experienced allergic/hypersensitivity like reactions while transitioning from an elisio 25h dialyzer to a fx coral 100 dialyzer. It was reported the serious adverse events occurred over a four-week period, during which the same batch of dialyzers were utilized. Despite the serious adverse events occurring during treatment, it was reported no treatment ¿parameters¿ were altered (specifics not provided) due to the serious adverse events. However, each patient was reportedly treated with volume repletion (solution not provided). Subsequent attempts to obtain additional information (e.g., timeline of events, patient demographics, treatment records, medication records, hospital records) were unsuccessful. This will capture the 15th of the 16 total occurrences reported.